Manufacturer narrative:
The device history record was reviewed and no non-conformance's or issues during the manufacture or release of the product were identified that could have contributed to the issue reported. The devices were reviewed under magnification and it was confirmed that the failure appeared to be the result of torsion, which is consistent with the designed use of the device. A number of factors could have contributed to the problem reported, however based on evaluation of the device and the available information it is likely that excessive torque was applied to the device during use. This can lead to torsional failure which is consistent with the observed damage to both of the devices. The surgical technique includes multiple statements regarding the proper method for inserting screws into a plate: "note: to facilitate screw insertion, make multiple passes with the drill.", "caution: use care to not cross threads while inserting the screw head into the plate.", "caution: use care not to over-tighten once the screw head locks into the plate, as this can result in stripping of the screw head or deforming the driver tip". Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file this MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
During a bunion procedure on (B)(6) 2018, the tip of two driver shafts (1405-2202) broke off as the surgeon was seating screws. The broken off tips were retained in the head of the screws which were implanted in the patient. A backup device was available to successfully complete the surgery. No other patient outcomes were reported.